Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed repeated low-battery alerts and powered off immediately after removal from the charger despite showing a charging indicator and solid green charge light while docked, consistent with battery depletion and potential power management malfunction. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included interruption of insulin delivery from the device with the user transitioning to backup therapy. Investigation included remote troubleshooting and education, verification of charging behavior, confirmation of persistent low-battery alerts after charging, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.